Manufacturer narrative:
Correction: the concomitant medical products and therapy dates should have been filled with: accent dr rf pacemaker; (B)(6) 2025.

Manufacturer narrative:
The reported event of inadequate capture was confirmed. As received, a partial lead was returned in two portions. Visual analysis noted two external insulation abrasions located at the distal portion (b) near the distal tip of the lead consistent with friction to another device or patient anatomy breaching the outer insulation and exposing the outer coil. The cause of the reported event was isolated to the exposure of the coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures although an internal short was noted. All other damages noted are consistent with procedural damage.

Event description:
It was reported that the patient presented with a right ventricular lead that exhibited high capture threshold and a right atrial lead that exhibited noise. Both leads were explanted and replaced. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.